Event description:
It was reported that a male patient who had an initial knee procedure sometime in 2019, underwent a revision procedure sometime in 2022. The party stated he had problems with his knee replacement including a faulty product received in the replacement. No further information available.

Manufacturer narrative:
H3 - result this complaint event was received via (B)(4) claim (claims received as part of exactech's financial restructuring process, managed by (B)(4), llc). All available event and product information was collected at the time of claim intake; no further information is available or expected. Due to the limited information, this complaint event cannot be further investigated or confirmed, and a definitive cause cannot be determined. Potential product, patient, and/or user-related contributing factors cannot be definitively determined. There is no indication within the available information that a new or unexpected failure mode or harm/adverse event type has occurred or that the benefit-risk analysis for exactech products has been altered; therefore, no further risk analysis will be performed. However, this event will be included in complaint trending per (B)(4) complaint trending and actions will be taken as required upon detection of any trend signals. No further action or escalation will be taken at this time concerning this reported event. Should additional, relevant information be received concerning this event, the complaint investigation will be re-opened and actions taken as appropriate. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.